Manufacturer narrative:
On behalf of the manufacturer, biotronik se & co. (B)(4), we would like to inform you about the result of our investigation concerning the product and event mentioned above. The returned instrument was subjected to a technical analysis and the corresponding production documentations were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported events. The review of the specific device history records (DHR) for the products detailed above verified that the guide wires were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. So the devices were in accordance with the specifications at the time of delivery. The technical investigation of the affected guide wire revealed ptfe coating delamination. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (<40 ¿c, stored in a dry location) might lead to a weakening of the ptfe adhesion. Galeo products that are kept at the specified storage conditions (<40 ¿c, stored in a dry location) are functional and non-defective. Biotronik vi regrets any inconvenience caused and we look forward to working together with you. If you have any further questions, please do not hesitate to contact us.

Event description:
Ous MDR - it was difficult to pass the balloon system through the guide wire. When the wire was withdrawn, it was noted the guidewire shaft was covered in fragments. The physician did not note any wire fragments inside of the patient. The fragments missing on the guidewire was due to the coating on the shaft cracking.